Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The allegation of the pump damage was duplicated. Unrelated to the initial complaint, the pump emitted a call service 069 call service alarm during the ¿ez-prime¿ steps. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).